Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker setscrew was damaged due to an excessive force with an incompatible hex wrench. The pacemaker was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of the setscrew cannot be tightened was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench into the setscrew shown by the punched hole in the septum and the septum partially raised up out of the cavity. This resulted in the setscrew inset stripped and unable to be tightened. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.